Manufacturer narrative:
Lens was returned dry, in a micro centrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is manufatured in the u.s, but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -6.0 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vault and was exchanged for a shorter lens. The problem was resolved. As of the date of MDR submission, the lens has not yet been returned for evaluation. On (B)(6) 2017, the patient's post-op best corrected visual acuity (bcva) was 20/20.